Event description:
A report was received that the patient was experiencing pain due to the anchor being superficial to the skin. The patient underwent a revision wherein the anchor was buried deeper. The patient was doing well postoperatively.